Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on an ilet bionic pancreas shortly after a meal announcement and device power restoration while using an infusion set (contact detach, 23 in, 6 mm). Symptoms included no noted site issues, no kinking, and no reports of hypoglycemia, hyperglycemia, or other clinical symptoms. Outcomes included resolution guidance and continued therapy without hospitalization. Investigation included guided troubleshooting to disconnect as for showering, priming to verify insulin drops through the tubing, and reconnection, with education to change all supplies if the alarm recurred. Investigation of this case revealed an infusion-line occlusion that was only resolved after a full supply change, consistent with an insulin delivery obstruction in the infusion set pathway. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent infusion set occlusion related to user-supplied disposables.